Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the dilator was inserted into the faradrive, it was constantly pushed back. It was not possible to use the dilator correctly or to insert it as far as it would go. Due to this, it was difficult to cross septum. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5: describe event or problem, and resulting change to device code. Based on additional information that there was no difficulty crossing the septum, boston scientific no longer considers the event reportable based on reported information.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the dilator was inserted into the faradrive, it was constantly pushed back. It was not possible to use the dilator correctly or to insert it as far as it would go. Due to this, it was difficult to cross septum. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the device was not difficult to cross the septum. No other issue has been reported.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted. During device-to-device interaction testing, the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing, allowing an easy disengagement of the dilator from the sheath. A pull force evaluation was performed on the dilator and sheath during removal and found to be conforming with the product specification's functional requirement.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the dilator was inserted into the faradrive, it was constantly pushed back. It was not possible to use the dilator correctly or to insert it as far as it would go. Due to this, it was difficult to cross septum. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the device was not difficult to cross the septum. No other issue has been reported.